Manufacturer narrative:
As reported, two (2) 7f exoseal vascular closure devices (vcd) were used for hemostasis both of the inguinal regions after the procedure. The first exoseal device was used with a 7f 10cm non-cordis sheath on the left leg. It was retracted slowly after a backflow from the bleed back indicator window stopped; but the visual indicator window did not change the color and the unit came out from the patient. Therefore, hemostasis was achieved by manual pressure. The second exoseal was used on the right leg with an 8f 10cm non-cordis sheath and hemostasis was achieved. There was no reported patient injury. The next day, the patient complained of pain in her right leg and underwent re-examination. The physician inserted a 6f unknown guiding sheath from the left side and delivered it to the right side. It was found that there was something like foreign substance near the common femoral artery to the superficial femoral artery that was blocking the blood flow. The physician suspected that it might be a hemostasis plug which was used on the procedure. Therefore, the foreign object was removed using a biopsy. The blood flow was confirmed good and the procedure was completed. The physician said that the foreign matter looked like the hemostasis plug. The patient had no infectious disease. Initially, a percutaneous coronary intervention (pci) case was performed. The target lesion was between #2 and #3, the middle and distal part of the right coronary artery. The physician was familiar and trained with the device. The exoseal vcd¿s was prepped according to instruction for use (IFU). There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. A retrograde approach was made. Both devices were used as per the instruction for use. They were both opened in a sterile field. Resistance/friction was experienced as the exoseal vcd was advanced through the sheath. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The exoseal vcd securely locked with the vascular sheath introducer. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product was not returned for analysis. A product history record (phr) review of lot 17952166 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug inaccurate placement ¿ intravascular¿ and ¿leg pain¿ could not be confirmed as the second device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU) approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information to include initial reporter phone number: (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two (2) 7f exoseal vascular closure devices (vcd) were used for hemostasis both of the inguinal regions after the procedure. The first exoseal device was used with a 7f 10cm non-cordis sheath on the left leg. It was retracted slowly after a backflow from the bleed back indicator window stopped; but the visual indicator window did not change the color and the unit came out from the patient. Therefore, hemostasis was achieved by manual pressure. The second exoseal was used on the right leg with an 8f 10cm non-cordis sheath and hemostasis was achieved. There was no reported patient injury. The next day, the patient complained of pain in her right leg and underwent re-examination. The physician inserted a 6f unknown guiding sheath from the left side and delivered it to the right side. It was found that there was something like foreign substance near the common femoral artery to the superficial femoral artery that was blocking the blood flow. The physician suspected that it might be a hemostasis plug which was used on the procedure. Therefore, the foreign object was removed using a biopsy. The blood flow was confirmed good and the procedure was completed. The physician said that the foreign matter looked like the hemostasis plug. The patient had no infectious disease. Initially, a percutaneous coronary intervention (pci) case was performed. The target lesion was between #2 and #3, the middle and distal part of the right coronary artery. The physician was familiar and trained with the device. The exoseal vcd¿s was prepped according to instruction for use (IFU). There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. A retrograde approach was made. Both devices were used as per the instruction for use. They were both opened in a sterile field. Resistance/friction was experienced as the exoseal vcd was advanced through the sheath. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The exoseal vcd securely locked with the vascular sheath introducer. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Only one device will be returned for evaluation as the other device was discarded.